Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 515 mg/dl. The customer was treated by doctor. The customer was admitted at (B)(6) 2014. The customer stated that insulin pump had button error that cause to stop and blood glucose start to go up. The customer was not wearing the insulin pump in time of visit and not in accident. The patient was advised that the insulin pump will be replaced

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).